Event description:
It was reported that pump displayed malfunction alarm code and customer contacted support for assistance, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again, with caller acknowledging instructions.